Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal wires came away from the silicone jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory on (B)(6)2020. An investigation was conducted on (B)(6)2020. Signs of clinical use and slight evidence of charred tissue at the based on the jaws and on the heater wire. . The heater wire was observed to be flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The clear silicone insulation on the cold and hot jaws was observed to be intact. No visual defects were observed. No temperature or resistance was taken due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/ bent wire " was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal wires came away from the silicone jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.